Event description:
It was reported that a flow regulator set leaked from an unspecified location. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed and a missing slide clamp was noted. This could potentially lead to a leak if the flow is not stopped. The cause of the missing slide clamp is related to the assembly process during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.